Event description:
At the end of a pulmonary vein isolation procedure, the patient experienced a pericardial tamponade. After transseptal access to left atrium the left pulmonary veins were ablated and then the right pulmonary veins. The patient's blood pressure dropped and an echo was done confirming the tamponade. A pericardiocentesis was performed and the patient stabilized. There was no alleged issue with the abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
Corrected h6 health effect code clinical code: cardiac perforation.